Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise oversensing causing false atrial tachycardia and atrial fibrillation (at/ af) episodes were detected on the right atrial (ra) lead. On (B)(6) 2022, the physician connects the ra lead to the new generator but the ra lead remain inactive in the body. The patient was in stable condition throughout the procedure.